Event description:
Tsr states that the bed exit alarm did place a call but audible alarm on bed was not working. No incident reported as a result of this issue. Technician I, replaced the bed exit pc board and the bed exit functioned properly.